Event description:
The surgeon informed sales rep that a patient had a right hip prosthesis at 2002. Two weeks ago came to hospital and could not bare weight on that leg. No pain during sleeping. No numbness. Little pain on postero lateral side of trochanter major during palpation. No swelling. Active movement very painful. Passive movements: inward rotation 0, outward rotation 30 deg and pain. Flex ad 90 deg. Abd. Ad 10 deg. Add ad 30 deg. X-rays revealed a broken exeter stem 35.5.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding fracture involving an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis report concluded that the exeter stem broke in fatigue with the origin on the lateral-anterior surface. Sem / eds analysis showed the exeter stem to be made of a fe-cr-ni-mn-mo alloy consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the device. The device was dimensionally compliant medical records received and evaluation: no indications for presence of device-related factors were evident in the available information as also supported by the mar findings that confirmed there were no materials or manufacturing related defects observed on the device. As such the root failure cause of this pi case (B)(4) is not device-related but procedure-related. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a review by a clinical consultant concluded that the principal root cause of failure was an overload condition as caused by both cup malposition and a prior bone defect condition in the upper femoral stem section causing fatigue build-up with rapid increase in overload once the lateral upper femoral cortex started to loose support for the exeter stem in place.

Event description:
The surgeon informed sales rep that a patient had a right hip prosthesis at 2002. Two weeks ago came to hospital and could not bare weight on that leg. No pain during sleeping. No numbness. Little pain on postero lateral side of trochanter major during palpation. No swelling. Active movement very painful. Passive movements: inward rotation 0, outward rotation 30 deg and pain. Flex ad 90 deg. Abd. Ad 10 deg. Add ad 30 deg. X-rays revealed a broken exeter stem 35.5.